Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included pramipexole and tramadol. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine pain ("pain within the uterus area"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and weight increased had resolved and the dysmenorrhoea and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, nausea, pelvic pain, uterine pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. In 2015, type of test: xray - results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included pramipexole and tramadol. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine pain ("pain within the uterus area"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and weight increased had resolved and the dysmenorrhoea and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, nausea, pelvic pain, uterine pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. 2015, type of test: xray - results: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporters added. Patient¿s demographics added. Lot number added. Concomitant condition and drugs added. New events added: nausea, dysmenorrhea (cramping), weight gain, uterine pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.